Event description:
Report recieved of sparks from the power cord strain relief. The customer contact reported that when the device was being powered on ,the nurse wiggled the power cord and noted sparks near the power cord strain relief. The nurse unplugged the power cord from the ac outlet and the device was removed from the clinical service. There were no reports of any adverse events while the device was in clinical use. Though requested no additional information was provided.